Manufacturer narrative:
The patient had a fractured genesis stent that had been implanted in the patient, and required hospitalization for 3 weeks. The stent was implanted on (B)(6) 2015 and the patient returned on (B)(6) 2015. The patient is alive. The target was the celiac trunk. The length of the lesion was 1.5cm. The patient¿s anatomy was normal, not heavily calcified. Stenosis was greater than 70%. Only one stent was placed. The stent was post dilated with a boston scientific 6x20 sterling balloon. The fracture was identified with CT. The stent was completely fractured and embolized distally. The device was not returned for analysis. A device history record (DHR) review of lot 16010016 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fractured-in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis greater than 70% may have contributed to the reported event. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU (instructions for use) as such. Blood vessels are prone to and undergo biomechanical forces such as flexion during movement. Also, the vessels may be compressed by external structures. This may lead to restenosis or thrombosis, also well-known potential complications of this type of procedure. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is not available for testing and evaluation.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. No code available for hospitalization.

Event description:
As reported, the patient had a fractured genesis stent that was implanted in the patient, and required hospitalization for 3 weeks. The stent was implanted on (B)(6) 2015 and the patient returned on (B)(6) 2015. The patient is alive. The target was the celiac. The length of the lesion was 1.5cm. The patient's anatomy was normal, not heavily calcified. Stenosis was greater than 70%. Only one stent was placed. The stent was post dilated with a boston scientific 6x20 sterling balloon. The fracture was identified with CT. The stent was completely fractured and embolized distally. The device is not available for analysis.